Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving patient notifier, high voltage lead impedance out of range was observed. Loose connection was also noted. Pocket was reopened and the connections were secured with out complications. New impedance measurements were tested to be in range. The patient will be monitored.